Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape button dome switch. The pump was received with no unlocked lcd keypad connector, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 174 mg/dl. The customer stated that the escape button feels flat compared to the other buttons. The customer stated that he noticed it while changing the set last night. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.